Event description:
Forty of 50 days post-operative, the pt developed a reaction/infection after starting physical therapy following an arthroscopic meniscal repair procedure. During the procedure, the surgeon sutured through the joint and came out of the medial side of the knee. The pt wore a cast from the ankle to the groin. There were no signs of reaction/infection until the cast was removed and the pt started physical therapy. The pt was placed in a whirlpool bath following the physical therapy which was against the surgeon's instructions. The joint became swollen, and the suture sites were red and had pus coming out of them. The pt was administered oral antiblotics and recovered from the infection. Cultures were taken and came back as pseudomonas species.